Manufacturer narrative:
No additional patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer identified falsely elevated magnesium results for 1 patient. The customer uses the reference range is 1.6 ¿ 2.6 mg/dl. The following information was provided: initial result 4.4 mg/dl, repeated 1.1 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
H6 component code was inadvertently omitted in previous report.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and replaced the pump, probe wash, 16 (rohs) (7-202557-02). Part replacement resolved the issue. A review of service history for the architect c16000 processing module serial number(B)(6) revealed no additional errratic or discrepant patient results, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the pump, probe wash, 16 (rohs) (7-202557-02) did not identify any trends. Review of tracking and trending for the architect did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the pump, probe wash, 16 (rohs) (7-202557-02) or the architect c16000 processing module serial number (B)(6) was identified.